Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The submitted system controller event log file captured low flow alarms on 31mar2024 which appeared consistent with the reported suspected pulseless electrical activity (pea). No other notable events were observed, and the device was operating as intended at the set speed until support was terminated. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists renal dysfunction, driveline infection, other neurological event (not stroke-related), and death as potential adverse events which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management," lists infection and neurological dysfunction as potential late postimplant complications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had known worsening kidney function, a urinary tract infection (uti), and suspected driveline infection. The patient had undergone treatment of antibiotics and hydration. On (B)(6) 2024, the patient had felt weak, had decrease urine output, shortness of breath, possible altered mentation and speech difficulty. The patient self-treated with fluids but did not call the hospital. On (B)(6) 2024 the patient stood from their recliner and experienced weakness and then lost consciousness. The device then alarmed for low flow. An electrocardiogram showed p waves with heart rate in the 20s, pulseless electrical activity (pea) was suspected. Intravenous fluids were given and cardiopulmonary resuscitation (CPR) was performed for over 45 minutes. The patient was pronounced dead, and the pump was manually turned off. The patient's outcome was not suspected to have been device related. The patient's log files were submitted for review and confirmed low flow hazard alarms that started on (B)(6) 2024 at 8:45 am until the driveline was disconnected at around 9:43 am. There were no unusual findings related to motor faults, pump temperature, or any other pump faults. Prior to the low flow alarms, the log files contained routine pump operation.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.